Event description:
It was reported that during use with the bd bactec¿ plus aerobic/f culture vials (plastic), 2 molecular false positive results were obtained. There was no patient impact. The following information was provided by the initial reporter: there¿s false molecular positive (identification of candida tropicalis) with use of products 442023- bactec plus aerob/f and the biofire platform. 2 vials flagged positive and were tested with molecular platform 1. What result did the customer obtain from the bd product? Candida tropicalis and additional organism 2. What result was the customer expecting to obtain (if different from the obtained result) just the non-yeast organism 3. Was this a qc, validation, or proficiency test? No 4. Was patient treatment changed as a consequence of the issue with results?no 5. Did the patient suffer any adverse medical consequences as a result of the change in treatment? No

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 3102728 d4. Medical device expiration date: 19-jan-2024 h4. Device manufacture date: 12-apr-2023 d4. Medical device lot #: 3102720 d4. Medical device expiration date: 19-jan-2024 h4. Device manufacture date: 12-apr-2023 h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary catalog: 442023. Batch no.: 3102720. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. No trend identified for batch. Complaint is unconfirmed based on retention samples and batch history record review results. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. Catalog: 442023. Batch no.: 3102728. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported that during use with the bd bactec¿ plus aerobic/f culture vials (plastic), 2 molecular false positive results were obtained. There was no patient impact. The following information was provided by the initial reporter: there¿s false molecular positive (identification of candida tropicalis) with use of products 442023- bactec plus aerob/f and the biofire platform. 2 vials flagged positive and were tested with molecular platform 1. What result did the customer obtain from the bd product? Candida tropicalis and additional organism. 2. What result was the customer expecting to obtain (if different from the obtained result) just the non-yeast organism. 3. Was this a qc, validation, or proficiency test? No. 4. Was patient treatment changed as a consequence of the issue with results? No. 5. Did the patient suffer any adverse medical consequences as a result of the change in treatment? No.

Manufacturer narrative:
The following updates have been made: this MDR pertains only to lot number 3102728. B5. It was reported while using bd bactec¿ plus aerobic/f culture vials (plastic), there was a molecular false positive result. There was no report of patient impact. This record is being reopened to address the corrections required for CAPA pr 11910483.

Event description:
It was reported while using bd bactec¿ plus aerobic/f culture vials (plastic), there was a molecular false positive result. There was no report of patient impact.